Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel and other metals") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. Before essure she never had rash on her body. Consumer denied concomitant drugs and concomitant diseases. On an unknown date, the patient started essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required) with rash generalised and pruritus, hair disorder ("her hair is weak") and alopecia ("her hair falls out"). The patient was treated with surgery (fallopian tubes resection). Essure was withdrawn. At the time of the report, the allergy to metals, hair disorder and alopecia outcome was unknown. The reporter considered allergy to metals, hair disorder and alopecia to be related to essure. The reporter commented: essure was placed despite consumer's allergy to nickel, as it did not give allergic reaction. Two days after insertion, symptoms appeared which she had never had before. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 16-mar-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 227 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-mar-2017: report published on (B)(6) (a petition for signatures requested): the consumer stated that she was affected by essure, because she was very allergic to nickel and fallopian tubes resection had to be performed. Company causality comment: this non-medically confirmed report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergy to metals. She was submitted to a salpingectomy. This event is anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the consumer was allergic to nickel and developed rash and pruritus 2 days after device insertion. This positive temporal relationship in association with consumer's historical condition of nickel allergy reinforces a causal relationship between the allergic reaction and essure insert. Due to the intervention reported upon follow-up, this case was upgraded to incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Additionally, non-serious events were reported. No further information is expected.